Event description:
Unomedical reference no.(B)(4). Event occurred in south africa. On (B)(6) 2024, patient has reported occlusion alarm and blockage was located in the tubing. The infusion set was in use for less than 72 hours. No further information available.